Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 26, 2020 that a flexiva 200 tractip laser fiber was used in a ureteroscopy procedure performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis 100 watt laser console. According to the complainant, during the procedure, the laser fiber connector was hot and the fiber stopped working. Reportedly, there was no burn injury to the user or to the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.